Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was experiencing cartridge load issues. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the pump was out of warranty and customer declined a follow up or troubleshooting with tandem technical support.